Event description:
It was reported that there were impedance readings <250 ohms, out of the normal range. There was stimulation in the wrong location. The pt was feeling it on the left side appropriately and recently switched to all right side only and could not get left side back. There was no known accident or incident related to this complaint. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).